Event description:
It was reported that this right ventricular (rv) lead exhibited high threshold measurements. All other rv lead measurements were within acceptable range. Surgical intervention was performed, and the rv lead was abandoned and replaced during a general device changeout procedure. No additional adverse patient effects were reported.